Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.010.018. Lot: 1492480. Manufacturing site: hägendorf. Release to warehouse date: june 01, 2006. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the received aiming arm was found broken as reported. Moreover, the device is in a very used condition with numerous hammer marks and wear and tear signs allover on the surface, most likely due to repeated and excessive use over the years. Furthermore, we found that the surface coating is faded away which is additional evidence of repeated use in combination with several cleaning and sterilization procedures. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: a dimensional test is not appropriate since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Drawings were reviewed for comparison with the manufacturing documents. This lot was inspected to 100% before the part left manufacturing site according inspection sheet. Surgical technique was reviewed. Summary: the complaint is confirmed as the device is broken as reported. However, based on the findings above and the evidence that this device was used successfully over its 13 (thirteen) years of lifespan, a manufacturing issue can be excluded which may have contributed to the complaint condition. However, this failure is typically consistent with inadequate handling and/ or excessive force application. The numerous hammer marks and the heavy wear and tear signs are clearly caused post manufacturing and does support our assumption. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a followup medwatch will be filed as appropriate.

Event description:
Concomitant device reported: unknown handle (part # unknown, lot # unknown, quantity 1), unknown proximal screw (part # unknown, lot # unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil. Selected flow: damaged. Visual inspection: the received aiming arm was found broken as reported. Moreover, the device is in a very used condition with numerous hammer marks and wear and tear signs allover on the surface, most likely referable to repeated and excessive use over the years. Furthermore, we found that the surface coating is faded away which is an additional evidence of repeated use in combination with several cleaning and sterilization procedures. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: a dimensional test is not appropriate, since all complaint-relevant dimensions can no longer correspond to the valid technical drawings specifications due to the damage incurred. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Summary: the complaint is confirmed as the device is broken as reported. However, based on the findings above and the evidence that this device was used successfully over its 13 (thirteen) years of lifespan a manufacturing issue can be excluded which may have contributed to the complaint condition. However, this failure is typically consistent with inadequate handling and/ or excessive force application. The numerous hammer marks and the heavy wear and tear signs are clearly caused post manufacturing and does support our assumption. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part #: 03.010.018, lot #: 1492480, manufacturing site: hägendorf, release to warehouse date: june 01, 2006. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review / investigation, but has yet to be received. Occupation: synthes rep. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number, the device history records review could not be completed as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during the surgery of etn on (B)(6) 2019 in (B)(6). The proximal zig/ aiming arm (03.010.018) broke down while putting the proximal screws. Surgery was delayed 30 minutes due to the reported event. Putted the screws free handed without zig with much difficulty. Procedure successfully completed. This report is 1 of 1 for (B)(4).